Event description:
Pt with recurrent glioblastoma receiving novottf therapy developed skin breakdown and skin ulcer under transducer arrays at site of screw from prior craniotomy requiring admission to hosp for debridement and closure. No antibiotics were required. As of (B)(6) 2012, healing well, as per treating md. Novottf treatment has been interrupted until area heals. As per treating md, pt had "minor ulcer" related to thinning of overlaying skin from surgery and radiation and use of novottf without array change for 5 days. As of (B)(6) 2012, novottf therapy has not been restarted.

Manufacturer narrative:
Skin irritation/device site reaction and skin ulcer is a known adverse event with use of the novottf device with an incidence of (B)(4) for device site reaction and (B)(4) for skin ulcer reported in the pivotal phase iii clinical trial in pts with recurrent gbm. The IFU includes a precaution about placing transducer arrays over areas where craniotomy screws or plates can be felt due to risk of increase skin damage. Prescribers and pts are educated on this during their training. This adverse event, skin ulcer, is related to the novottf device. Contributing factors include history of prior radiation and surgery affecting skin integrity and placement of transducer arrays over a screw at the site of the prior craniotomy. Pt was not reported to be on steroids (topical or systemic) at the time of the event.